Event description:
The implantable neurostimulator was at end of service 1.5 months after implant. The hcp suspected early battery depletion. There were 2 programs, each employing 2 electrodes. Program 1. Amplitude: 4.5 volts, pulse width: 300 microseconds, rate: 80 hertz. Program 2. Amplitude: 5.5 volts, pulse width: 240 microseconds, rate: 80 hertz. Stimulation therapy was used 12 hours a day. The implantable neurostimulator was replaced. The patient outcome was reported as 'no injury'.

Manufacturer narrative:
In late 2008, the implantable neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.